Event description:
On (B)(4) 2013, it was reported that the patient was scheduled for a vns lead replacement due to high impedance. Attempts are underway for additional information; however, no additional information has been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.